Event description:
Rptr claims that she has had her implants replaced 4 times, and has had 3 breast surgeries beginning with the first implant surgery. She currently does not have implants in now, does not know if calcium deposits occurred, and has had biopsies done on the tissue samples that were examined pathologically. Initial implants were placed following mastectomy for cancer. Medical professionals have confirmed silicone outside the breast scar tissue capsule; a biopsy of left deltoid was positive. Rptr states that her explantated devices are "with an atty in safe". Rptr claims to have had infection, hematoma, excess fluid and numbness bilaterally at the surgical sites. Rptr claims to have had 2 capsular contractures. Rptr claims to have been diagnosed with the following after implantation: motor neuron disease, elevated cholesterol, eyes easily fatigue, frequent migraines/severe headaches, connective tissue disease, chronic obstructive pulmonary disease, numerous moles, freckles, etc, and chronic fatigue syndrome.